Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inadequate stent graft patency and subsequent occlusion of the right iliac limb was determined to be user related, due to the uneven limb placement in the proximal aortic body legs. The left limb of the implant was approximately 8mm above the right, allowing for compression of the unsupported right aortic body leg by the left limb. There was no device related issue involving the type ii endoleak. The cautionary product use condition, patent inferior mesenteric and lumbar arteries, likely contributed to the procedure related harm: type ii endoleak. The final patient disposition was not reported, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately 3 months post index procedure where full thrombosis of the right iliac limb was observed. The physician elected to re-intervene by placing a stent in the thrombosed right iliac and place a second one at the same level in the left iliac. Two days post re-intervention, an angiographic control is performed with evidence of complete resolution of the thrombosis. One month post re-intervention a final CT revealed a small concentric platelet deposition inside the prosthesis. As of the date of this report, there have been no additional patient sequelae reported.